Event description:
Laser fired automatically without operator initiation, according to urologist performing procedure. Patient sustained small burn to inferior bladder wall; stent placed as precautionary measure.unit removed from service for evaluation.====================== health professional's impression======================a #22 french cystoscope was advanced, past the stricture of the membranous urethra, which was soft dilated. A normal verumontanum, and slightly obstructing lateral lobes, and a more prominent median lobe. The urethral orifices were normal, and the bladder appeared to be normal, without any stones, urethral lesions, or erythema. We exchanged with the laser scope, and inserted the fiber, and through a normal setup, we advanced the fiber through the scope, and multiple attempts of firing it at minimal to moderate wattage, there seemed no laser effect. Pausing for a moment over the floor of the table, the laser appeared to fire, and caused superficial vaporization of an area near the trigone.